Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined that the cause of the reported issue was due to the contacts on plug connector p201 of the on/off charge-pak flex cable being folded back. This caused the flex cable to no longer make proper contact at contacts 5 and 6 and led to hlc batteries bt1 and bt2 no longer being charged.

Event description:
The customer reported that their device was showing its attention and charge-pak icons. After an evaluation of the device by physio-control, it was observed that the internal hlc batteries were depleted and not being charged. This would lead to the device not having sufficient power in order to provide adequate defibrillation therapy, if required. There was no report of any patient use associated with the reported issue.